Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she underwent an essure confirmation test: result: not given. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), psychological trauma ("psychological injury") and infection ("infection"). The patient was treated with surgery (removed the fallopian tubes to remove essure). Essure was removed. At the time of the report, the pelvic pain, psychological trauma and infection outcome was unknown. The reporter considered infection, pelvic pain and psychological trauma to be related to essure. The reporter commented: she received treatment for pain and other injuries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: pfs received. Product indication and essure implant date were updated. Previously reported ¿injury¿ was updated to pelvic pain. Events- psychological injury and infection were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.